Event description:
It was reported the pt had an MRI in 2007. The event logs a confirmed motor stall on the same day, and a stopped pump may exceed tube set message occurred 2 days later. A motor stall recovery occurred in 2008. The pt did not hear any alarms. No pt symptoms or volume discrepancies were noted. A f/u report will be sent if add'l info becomes available.